Event description:
The facility reported a colleague infusion pump with a failure code 810:03 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03 and determined the root cause to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the patient's pump stopped. The pump was exchanged and the issue was resolved.